Event description:
The customer reported calibration and quality control (qc) failures for multiple assays on a unicel dxi 800 access immunoassay system. Beckman coulter (bec) customer technical support (cts) requested that the customer review patient data back to the last passing qc run; the customer did not report any discrepant results. Review of archived instrument data shows no evidence of erroneous patient results based on repeat reproducibility.

Manufacturer narrative:
The customer troubleshooted the instrument with beckman coulter (bec) customer technical support (cts.) The customer performed several maintenance procedures and a system check, which failed for imprecision in the unwashed portion for all four pipettors. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the fittings associated with the dispense probes used in washing the vessels after the reaction were loose and dripping wash buffer. The fse replaced the fittings. (B)(4).